Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the matrix drawer was not able to lock. A field service engineer replaced the sensor to resolve the issue. The device functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis anesthesia es system had drawer failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.